Manufacturer narrative:
Product event summary: analysis confirmed the customer comment/s of an unresponsive stylus and broken overlay and additionally noted that the rear display cover was damaged. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured and the software reloaded and the device then passed all final functional and systems tests.

Event description:
It was reported (via follow-up) that the programmer's screen was broken. It was further reported that one of the two programmers returned was attempted to be updated and the stylus was not responding. The programmer was returned for service. No patient complications have been reported as a result of this event.